Event description:
It was reported that the pt experienced loss of therapeutic effect. There was no known accident or incident related to this complaint. The device was replaced in 2009. The pt is no longer having problems. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.